Manufacturer narrative:
Evaluated seven opened/used reservoirs; inspected reservoirs, snap-cap, and septum for anomalies none were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 485 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they do not want to trouble shoot the issue at the time of the call. The customer believes that the issue is with the set and not the insulin pump. The customer will be sent new supplies. The customer did not return the product back for analysis.